Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 415 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer called for assistance with programing their replacement insulin pump and (B)(4) meter. The customer was assisted with programing their settings. The customer did not return the product back for analysis.